Event description:
Additional information received reported the cause of the event was due to the patient bumping the area frequently. The patient had less than 50% symptom reduction. Their symptom reduction as noted to be around 40%. The patient was referred to another physician due to insurance complications and the issues were still unresolved as of (B)(6) 2015.

Event description:
It was reported that the patient¿s battery had turned sideways and has moved from its original location. The problem has been going on for months and is hurting the patient. The patient¿s status was unknown. No intervention or outcome was provided; however, additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).